Event description:
Per facility report- transporter stated while patient was being helped into a bariatric wheelchair, the patient was placed her right hand on the side of the seat instead of the armrest. When she sat down on the seat her middle finger was pinched between the seat portion and the frame of the wheelchair. Bruising and discoloration noted to nailbed end of middle finger and pad of middle finger.

Manufacturer narrative:
Improper use of device contributed to injury. Owner's manual provides clear opening and closing chair instructions.